Event description:
Scientia vascular was notified that on (B)(6) 2024, at (B)(6) hospital, an acl-200-002 broke during a neurovascular procedure. The complaint guidewire was received by scientia vascular quality assurance on the 13th of nov 2024.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met release criteria. It was found during investigation that this complaint guidewire had similarities with the images collected during the investigation of guidewires that had broken due to unintentional force. However, with the information provided during the complaint intake, there is no way to determine how much force was applied, or what occurred during the procedure. For these reasons, the complaint is confirmed, however, the root cause for the break could not be determined.